Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap crack/damage. Customer's blood glucose at time of incident was 26mmol/l. Customer stated there is a piece of the reservoir compartment broke off and reservoir can't be placed anymore. Customer stated that a part of the battery cap got stuck in the pump and could not be removed. Customer was advised that we will send a loaner pump and will return the 2 defect pump in (B)(6).

Manufacturer narrative:
The insulin pump was received with broken battery cap. No damage was found on the reservoir tube noted during our visual inspection.